Manufacturer narrative:
Product evaluation: the used device with a broken haptic was returned along with the remainder of the lens inside the carton. The lens was wrapped in white gauze material. Viscoelastic was observed on the lens. One haptic was broken in the gusset area. The broken haptic was returned inside the device. The plunger lock and lens stop were removed from the used device. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The trailing haptic was broken and located to the left of the plunger tip in the device. The haptic distal tip was oriented toward the nozzle. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The reported broken trailing haptic damage was observed. The root cause may be related to a failure to follow the instructions for use (IFU. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Broken haptics may occur: ¿ due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. ¿ if the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if a straight trailing haptic occurs and it was not properly detected to be out of position. ¿ if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation the trailing haptic was found to be broken after inserted into the eye. The lens was then removed out from the eye in the same procedure. After removing the iol, the incision was widened and another lens was implanted. There seems to be no problem with setting. The surgery was completed on the same day. The physician was not happy with the lens. The patient condition is unknown can not be known without follow-up. Additional information has been requested and received stating the patient condition was improving.